Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt had an inflammatory reaction and was non-compliant with the postoperative steroid and nsaid regimen. The inflammation persisted and resulted in an aggressive capsular contraction and as a result the lens vaulted asymmetrically. The physician plans to perform a yag capsulotomy.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of lens vaulting is related to capsular contraction syndrome, which is secondary to inflammation.